Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no adverse impact to the customer's blood glucose level. Customer service provided instructions and guided the customer through a pump reset, resolving the error. Customer was advised to wait 20 minutes before starting a new sensor session, which they acknowledged and understood.